Event description:
Defibrillator energy was delivered to the pt. Some unspecified period of time later the device screen 'went blank'. No additional event detail was reported. The pt was not resuscitated. No info regarding the relation between the event and the pt outcome was reported.